Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. Therefore, the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As current control, there is a functional test per lot for needle-to-hub pull force to check for cannula detachment force from the needle hub. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in needle pulled out of hub on (B)(6) 2025 at 10:25 a.m. The charge nurse was preparing to perform an IV indwelling needle puncture on a patient, after the puncture was successful the indwelling needle was seen to return blood, then the core of the needle slipped out on its own and fell to the floor, the blood returned and immediately gushed out, a condition that increases the risk of medical care.